Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular lead exhibited multiple high out of range shock impedance measurement of greater than 125 ohms. At this time no intervention has been performed and the ICD remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
No additional details about this event were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.